Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a not severely calcified blood vessel. A 6.0 x 40, 75 cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation slowly at 7 to 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 18.5mm distal to the distal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the tip section of the device. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control are conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a not severely calcified blood vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation slowly at 7 to 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.